Event description:
Three months after having essure placed I returned to have my hsg test done. My tubes were not closed from the essure. The right coil was not in my tube at all. It was in my uterus. My left coil was partially in my tube but a fragment from the coil had also broken off and was in my uterus. Two weeks after that on (B)(6) 2010 I had surgery, a tubal ligation and also to find the coil in my uterus to have it removed. It had migrated from the right side of my uterus to the mid left of my uterus and attached itself to my uterus. During that 3 month period I had excruciating abdominal pain. I could not care for my children. The pain was worse than giving birth. I would curl up in agony waiting for the pain to subside. After the coil was removed...this pain subsided. The left coil was kept in my tube. It was not removed. I slowly started having some problems and health issues. I had severe bloating, severe pelvic pain, severe pelvic pressure, severe pelvic inflammation, severe back pain, heavy menstrual clotting, painful intercourse, extreme fatigue, joint swelling. I continued to have these symptoms and pain. Three plus years later I finally insisted to my doctor that something is not right. These are not just symptoms of menstruation, ovulation. I had a pelvic ultrasound....the left coil was not seen on the ultrasound. I insisted that I get an x-ray to see where the coil is. On the x-ray it was discovered that the left coil ad migrated out of my fallopian tube to somewhere on the right side of my abdomen. There was a fragment of the coil on my left area near my bladder. On (B)(6) 2013 I had surgery. I had a left salpingectomy and diagnostic laparoscopy. It was discovered that the left coil had made its way over to my right side and attached itself to my appendix. The coil was removed. The fragment on my left side was discovered piercing my uterine wall. That was also removed. My left fallopian tube was also removed due to the pain I consistently had on my left side.